Event description:
It was reported that the device was used during an unknown procedure. Three out of six devices fired were not closing staples properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged anvil former devices (a), (b) and (c) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejected from the devices. The devices were disassembled to verify the condition of the internal components and the anvils were noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.